Event description:
It was reported that a vena cava filter had migrated caudally by approx 3 cm. This was discovered during a routine scheduled filter removal procedure. The filter was removed successfully and there was no injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not evaluated, as it was discarded by the user facility. X-rays were not returned for evaluation. It is unknown if patient or procedural issues contributed to this event. Based on the info received, the results of this investigation are inconclusive and the root cause is unknown. The info for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Removal of the filter is considered an off label use of the product. This filter is currently indicated as a permanent placement filter.